Event description:
It was reported via repair work order that the arm pads were punctured with alleged fluid ingress. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Customer will repair devices themselves. (B)(4).